Event description:
Reporter alleged she received two results of hi (greater than 600 mg/dl) on the aviva system while she was unresponsive, sweating, weak, had a headache and couldn't test herself. Reporter stated that her husband called the paramedics who arrived 30 minutes later and treated her with glucose intravenously after obtaining an unknown reading on their system. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.